Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis. The patient had positive blood cultures for streptococcus and had vegetation on the right atrial (ra) lead and right ventricular (rv) lead. Anti-biotic treatment was necessary. The ipg system was removed and replaced on the right side after several months. No further patient complications have been reported as a result of this event.